Event description:
The reporter contacted animas on (B)(6) 2012, stating the down arrow button had delayed responsiveness for about one month. The reported claimed the keypad rubber was peeling on all edges. The reporter denied recent trauma to the pump. The keypad was reportedly intact, though peeling, and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed intermittent/delayed responses to button presses on the 'up', 'down' and 'contrast' buttons. Multiple button presses with increased force are required before the 'up', 'down' and 'contrast' buttons will engage. Confirmed damage to the keypad-the keypad cover is peeling around the edge between the 'up' and 'contrast' buttons. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts. A damaged keypad will permit contamination to permeate the buttons with a negative impact on button function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.